Event description:
The doctor was unable to insert the iab into the sheath. The doctor kinked the iab. A second iab was inserted using the same sheath. Event complications: unk - reported 5/5/97. Pt's current status: unk - reported 5/5/97.

Manufacturer narrative:
The product was not returned to datascope for evaluation inspite of mumerous attempts to contact the customer for the return of the product.